Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed in which it was confirmed that there was a crack in the reservoir connecting tube. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed in which it was confirmed that there was a crack in the reservoir connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually examined, and no leaks or abnormalities were noted. Upon functional testing, the pump did not pass activation tests 2 and 3. Based on the information available and analysis results, the reported allegation of a tubing hole was not confirmed; however, the pump not passing the activations tests 2 and 3 could affect the functionality of the device; therefore, a pump anomaly was confirmed. A conclusion code of cause trace to component failure was assigned to this investigation.